Event description:
Sabratek homerun 6060 pump. Beeped infusion complete (all 100ml had infused) at 0706 10/12. Nurse want to change bag & found clamp on IV line clamped & bag nearly full. Bag had been attached to pt about 0330 10/9. Pt was supposed to be receiving 80 mg/hr of morphine (1.6 ml of 50 mg/ml) with 10 mg bolus every 10 mins as needed. IV lumen occluded. Nurse restarted another lumen & on first try "down stream occlusion" alarm was functioning. Nonfunctioning on next try. New IV pump sent for pt & returned pump was found to have non-functioning "down stream occlusion" alarm. Pt had not rec'd prescribed dose of morphine and was in extreme pain. No other withdrawal symptoms were noted. Infusion restarted on other pump with adr.